Event description:
After an implantation period of approx. 2 days, a loss of capture was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformed outer conductor coil was noted 23 cm distal to the is-1 connector. At this location holes in the inner insulation were detected. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics and location mentioned above, it is reasonable to assume that these damages resulted from a very tight suture sleeve. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.